Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient reset the receiver and it resolved the issue advised patient call back if the issue persisted. Patient did not report any injury or medical intervention.